Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms, and increased right atrial (ra) impedance measurements which were not out of range. (B)(6) technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought into the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received from the field that this right ventricular (rv) lead and the shock impedances continue to be high, out of range. A defibrillation threshold (dft) test was suggested. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).